Event description:
It has been reported that device speakers are not functioning correctly.

Manufacturer narrative:
Updated awareness date. This issue was previously reported on pr (B)(4) with MDR 3030677-2021-11104. The device investigation is pending.

Event description:
It has been reported that device speakers are not functioning correctly.